Event description:
A male patient contacted lifecor customer support to report that he did not understand the lights, he was receiving on his battery charger. The battery fault led was illuminated. Support had the patient download data and when it was reviewed support saw several battery charger fault flags. Support left a message for patient to call lifecor back. On 10/17/2007, patient called back to report that the battery fault led was now flashing red while the battery charging light was solid orange. Support sent the patient two replacement battery packs and a replacement battery charger. On 10/30/2006, patient called customer support to state that one of the new batteries was giving him the battery fault light. Support sent a replacement battery. On 10/31/2006, patient called to same one battery was giving him the battery fault light. Support replaced both battery packs and the battery charger.

Manufacturer narrative:
Device manufacture date: battery charger - 07/2002, battery charger - 10/2004, battery pack - 07/2006, battery pack - 08/2003, battery pack - 01/2006, battery pack - 12/2005, battery pack - 06/2006. Device evaluation summary: device evaluations of battery chargers and battery packs have been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Battery charger had corroded battery terminals causing intermittent light switching on and off. The root cause of the corrosion was probably due to a liquid spill into the charger. Battery packss and battery charger were tested and found to function normally. No adverse event resulted from the faulty battery pack or battery charger. The patient received a replacement battery packs and a replacement battery charger.